Event description:
Unable to advance inline sx down ett. Peak pressure increase up 33. Dr was notified. Ett changed in tube exchanger. Hi lo eval tube removed was kinked at junction of sx port. Pip decrease down 15 after exchange.